Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The investigation is confirmed for catheter lock and catheter detachment. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 0603880c implantable port experienced a detachment. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the detachment as no objective evidence has been provided to confirm any alleged deficiency with the implantable port. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 0603880c implantable port experienced a detachment. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.